Event description:
Clinical adverse event received for spinal fractures secondary to fall device related: no information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).